Event description:
A healthcare professional later reported that the surgery had been performed as inpatient at the hospital. No reports were available, and no further information was provided.

Event description:
It was reported that the patient had an intrathecal catheter revision on (B)(6) 2013. It was further reported that an inflammatory mass was noted at the catheter tip. Surgical intervention was required and the health care provider (hcp) reported the granuloma was dissected. The catheter remains implanted and in service, and the issue was reported to have been resolved. The medication in the pump was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).